Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had low blood glucose overnight and her insulin pump's drive support cap was protruding. Customer does not know how the damage occurred but stated that it started on (B)(6) 2016. Customer was advised to disconnect from the pump. Customer opted to continue to use the pump. The customer did not press on the cap herself but thinks it was pressed when she was asleep. Customer declined troubleshooting for the low blood glucose. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display window corner, minor scratched and cracked display window.